Event description:
It was reported that the clip stuck and was loosened when the 10th clip was fired, so the clip could not be closed properly.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that there was no clip in the first position in the channel. Two clips were returned loose. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired on the first attempt. On the next attempt to fire the device, a double feed occurred. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position in the channel and stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Upon functional inspection, a double feed occurred. It was found that the clips were out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800128 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip stuck and was loosened when the 10th clip was fired, so the clip could not be closed properly.